Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea") and fatigue ("fatigue") and was found to have neoplasm ("tumor") and hormone level abnormal ("hormonal imbalance"). The patient was treated with blood transfusion and surgery (hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, abdominal pain and dysmenorrhoea had resolved and the fatigue, neoplasm and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, neoplasm and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2004 and (B)(6) 2010. She received treatment for pelvic pain, abdominal pain, dysmenorrhea, menorrhagia, fatigue, tumors, hormonal changes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: case was upgraded to incident. Event injury was updated to pelvic pain. New event abdominal pain, menorrhagia, dysmenorrhea, fatigue, tumors, hormonal changes added. Lab data new reporter and device removal date and patient date of birth added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.